Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: midterm outcomes of handmade pericardial valved conduits in congenital heart disease: a viable cost-effective alternative in resource-limited settings b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "midterm outcomes of handmade pericardial valved conduits in congenital heart disease: a viable cost-effective alternative in resource-limited settings", was reviewed. This research article is a retrospective single-center experience to evaluate the midterm outcomes of handmade pericardial valve conduit approach using bovine pericardium combined with polytetrafluoroethylene (ptfe) leaflets and explore the prospect of offering a sustainable solution for congenital cardiac surgery. The devices included in the study were epic valve (sjm biocor), synkroscaff, and xenosure biologic patch. The article concluded that handmade pericardial valved conduits are a potentially attractive low-cost alternative to commercially available conduits in low-resource settings. [The primary and corresponding author was praveen bayya, amrita institute of medical sciences, cardiovascular and thoracic surgery, kochi, india, with corresponding e-mail: peabeare26@gmail.com.] This study included patients who had handmade conduits implanted from 01 january 2016 to 31 december 2023. A total of 160 patients were included in the study, of which 40% (64) patients received an abbott device. The average age was 1.58 years. The majority gender was male. Comorbidities included heart failure, right ventricular dysfunction, left and right pulmonary artery stenosis.